Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient smelled smoke after taking a reading with the external unit, wherein visibility showed exposed wires on the power cord plugged into the home outlet. Reportedly, the unit was unplugged immediately, and patient was not harmed by the smoke. Issue was resolved by replacing the unit.